Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis. The customer's reported problem was "the patient used the pump for infusion, unsure of time into infusion, but it then started intermittently beeping and then alarmed with no error message". The investigator was unable to confirm customer problem - no problems were found with the pump alarming when running or alarming without displaying a message. The pump passed all tests and was found to be operating properly. The device history record was reviewed and found to be in compliance with no manufacturing or testing issues found.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump intermittently beeped and then alarmed with no error message during infusion. No adverse patient effects were reported.